Event description:
It was reported the ipg has reached end of life. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates that surgical intervention was taken to explant the ipg, however, the lead remains in place and there is no plan to explant the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.